Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient was getting ready to go to bed when it was noticed that the infusion set was not staying attached. While the patient was sleeping, the infusion set came apart at the tubing connector. The site location was patient's right abdomen and the pump was in the patient's right pocket. The infusion had been in use for less than a day and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information was available.